Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: promus stent, taxus liberte stent 2.5x18mm; taxus stent 2.5x28mm; endeavor stent 3.5x30mm. The stent remains in the anatomy. A follow-up report will be submitted with all additional relevant information. The other promus is being filed under a separate MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device remains in the patient. There was no reported product deficiency. The reported patient effects of angina and restenosis are known adverse patient associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that post implantation of 2 promus stents that were not overlapping in the mid to distal left anterior descending artery (m-dlad), the patient experienced angina. Angioplasty revealed 70-75% stenosis between the 2 stents. On (B)(6) 2010, a non-abbott 2.5x18mm stent was implanted overlapping and between the 2 promus stents. On (B)(6) 2010, the patient experienced angina and was found to have in-stent restenosis (isr) in both promus stents. A 2.5x28mm non-abbott stent was implanted completely covering the distal promus stent, the non-abbott stent and partially covering the proximal promus stent. On (B)(6) 2011, the stents were reportedly patent. On (B)(6) 2011, the patient presented with angina which was treated with nitroglycerin. On (B)(6) 2011, cardiac catheterization revealed in-stent restenosis along with triple vessel coronary artery disease and the patient was taken to surgery for coronary artery bypass grafting (CABG). CABG included left internal mammary artery to lad, reverse saphenous vein graft (svg) to obtuse marginal, reverse svg to diagonal, and reverse svg to distal right coronary artery. On (B)(6) 2011, the event was resolved without residual effects and the patient was discharged. There was no additional information was provided.